Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is not performing the air removal step. Clinical support informed the customer that not performing the air removal step is off label per the tandem user guide. Customer changed the pump supplies and resumed insulin delivery. Customer blood glucose was 375 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Device not returned.